Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Two contralateral leg endoprosthesis were implanted to both common iliac arteries. For the left limb, the internal iliac artery was embolized and an iliac extender endoprosthesis was added as an extension which landed on the external iliac artery. The physician was aware that a part of the right common iliac artery was becoming aneurysmal, however, one of the internal iliac arteries needed to be preserved at the time. Therefore, no additional treatment was performed. On an unknown date of (B)(6) 2024, a follow-up exam confirmed a distal type I endoleak from the contralateral leg endoprosthesis (B)(6) due to the progression of aneurysm formation at the right common iliac artery. On (B)(6) 2024, a reintervention was performed to treat the distal type I endoleak. The right internal iliac artery was coil embolized, and a contralateral leg endoprosthesis was added to extend the previously implanted (B)(6) to the right external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure.